Event description:
A customer reported that the pump was not fitting the cartridge correctly and subsequently gave a cartridge change error. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. While troubleshooting the issue, technical support asked for various inspections and advised cleaning steps but the cartridge still didn't snap into place. The customer was asked to send an image of the pump for further investigation; however, after some attempts, the customer did not respond, leading technical support to close the case without resolution.